Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a mobi-c implant migrated anteriorly post-operatively. A revision surgery was performed where the device was removed and replaced with another mobi-c of the same size.

Event description:
It was reported that a mobi-c implant migrated anteriorly post-operatively. A revision surgery was performed where the device was removed and replaced with another mobi-c of the same size.

Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the x-ray images that were provided show that the inferior endplate and poly core have migrated completely out of the disc space. The implant was also examined and the following was found: "the articulating surface of the polyethylene insert showed machining marks and multidirectional scratches consistent with minimal wear. Overall the results of the analysis are consistent with a device having short implantation time. Further analysis was conducted to assess the condition of the polyethylene insert. This analysis found a low oxidation level of the insert (oi < 1) and mechanical properties consistent with this level of oxidation." DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to patient or surgical factors, such as the patient aggressively cracking their neck, as mentioned by the surgeon. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.